Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) level reached 25.5 mmol/l (460 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Correction boluses were administered using the pod but they were unsuccessful at reducing the patient's bg levels. The patient went to the doctor at 9:00 am and was treated with a manual insulin injection. The doctor drew blood to check if the patient was sick and the patient's ketone results were small. After 30 minutes, the patient's bg levels reduced to 22.2 mmol/l (400 mg/dl). A new pod was applied and the patient's bg levels went down further to 8.3 mmol/l (150 mg/dl). The customer felt tired but "ok". The pod's cannula appeared normal and no leaks were identified. (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. The pod was received with the cannula assembly fully deployed. No issues were found that would indicate the pod was not delivering insulin. No malfunction or other product condition that would have contributed to the patient's hyperglycemia was found.